Event description:
Reportedly, prior to patient use, the ventilator passed the circuit check test. The ventilator was then allowed to operate per the patient settings. When the patient was placed on the ventilator, the ventilator did not deliver mechanical breaths. The patient was placed back on the hospital ventilator while a circuit check was performed on the alleged ventilator; it passed the test. The tubing and circuits were also checked. The patient was placed on the unit again and the unit failed to deliver mechanical breaths. The patient was finally transferred to another ventilator. There were no reported negative patient consequences. The circuit check test was performed again on the alleged ventilator, but it failed the test this time.

Manufacturer narrative:
(B)(4).